Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. It was seen on logs that there was an error the flow control. Informed customer to characterized the flow control valve. While performing ovp (operational verification procedure) the blended gases failed. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator is not working while on a patient. It was also reported that the patient coded during the incident. At this time, there is no information regarding remedial action taken by the healthcare facility.